Event description:
It was reported that the customer had an issue with one of the sensors. His sensor glucose reading was 80 mg/dl but his blood glucose level was 44 mg/dl. The customer's sensor and blood glucose level difference was not within an acceptable range. The sensor glucose was not following his blood glucose level trend. The customer had recurring issues with his sensor and blood glucose level readings. When the customer removed the sensor it was bent. The customer had a little pain and felt irritated. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and performed bicarbonate buffer test. The sensor passed per specifications with accurate readings. Unable to confirm the needle complaint due to customer did not return needle, sensor only. Also found cannula bent. Unable to confirm that the customer received the sensor in said condition due to product being returned opened/used.